Manufacturer narrative:
Section a patient information is not applicable. There was no impact to patients as a result of this event. The field service engineer (fse) confirmed the customer issue via telephone. To resolve the issue the fse instructed the customer to re-seat the amp boards at the fl2 and fl3 locations. Upon further review, this complaint was reassessed and will be reported late as it was determined that this event was in scope of the tarpon amp board recall. Bec is filing an MDR for this event based on the FDA classification of the (B)(6) 2018 urgent medical device recall as a class I recall on (B)(6) 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier case: (B)(4).

Event description:
The customer reported amp board errors at the fl2 and fl3 positions on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.